Manufacturer narrative:
The device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that resistance was felt when the phenom catheter and stent were retrieved. It was realized that the phenom catheter broke about 15 cm from the tip. A new medtronic product was used to treat the patient. No patient injury occurred. This event occurred during an acute ischemic stroke. The stenosis and severe calcification were notice.